Manufacturer narrative:
Revision surgery was performed on (B)(6) 2015 by (B)(6) to resurface the patella due to the patient experiencing anterior knee pain. The patella was not resurfaced at the primary surgery. Primary was performed by another surgeon approx 3 years ago, no other primary details are available. When the surgeon opened the patient he discovered the tibial tray was loose so they had to put in a new tibial base plate and poly insert to make the patient stable again. Depuy cement was not used. Patient details; (B)(6). Male. Dob (B)(6). No x-rays, photographs, medical reports, clinical correspondence, operative notes, or patient data/demographics are available. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision surgery was performed on (B)(6) 2015 by dr (B)(6), to resurface the patella due to the patient experiencing anterior knee pain. The patella was not resurfaced at the primary surgery. Primary was performed by another surgeon approx 3 years ago, no other primary details are available. When the surgeon opened the patient he discovered the tibial tray was loose so they had to put in a new tibial base plate and poly insert to make the patient stable again. Depuy cement was not used.